Event description:
A surgeon reports a crack was noted on the intraocular lens following insertion. Enlargement of the incision was required to accommodate removal and replacement of the lens. Follow-up indicates pt developed corneal edema. Add'l info has been requested.

Manufacturer narrative:
The complaint device associated with this report has not been rec'd for eval. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints rec'd for this lot number.